Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2019-02289. It was reported the patient's leads migrated confirmed by x-rays. Subsequently, the leads eroded through the skin (reference MFR. Report#1627487-2019- 01377). As a result, surgical intervention was undertaken wherein the system was explanted.

Event description:
Device 1 of 2: reference MFR. Report#1627487-2019-02289.